Manufacturer narrative:
Follow-up # 1 ¿ (04/28/2014), the patient¿s meter has been returned on 4/16/2014 and evaluated by lifescan product analysis on 4/18/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA, alleging that the patient has been getting error 2 messages for the last two weeks on the onetouch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The error 2 message began on (B)(6) 2013 at 9am. During this time, the patient was managing her diabetes with oral medication, diet and/or exercising. Two weeks after the issue began, the patient reportedly passed out. Prior to the incident, the patient did not take any action in regards to diabetes management based on the lfs meter issue. There was no report of any reported hcp medical intervention. The error 2 was resolved with training on the day of the call. The patient had the incorrect testing procedure and was inserting the test strip after applying blood. This complaint is being reported because the patient reportedly passed out after the error 2 issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.